Event description:
A (B)(6) customer received a blood glucose reading of hi on his contour next. He took 25 units of insulin and ate his meal. He then experienced hypoglycemic symptoms, and an hour later called the paramedics. The customer received a type of glucose treatment. Further information was not provided. The customer was asked to return the test strips for evaluation. New strips were sent to him.